Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was in the 50s (mg/dl). Customer consumed carbohydrates to address bg level. Although requested, customer declined to upload the pump so tandem technical support could perform a log review. Recommendation was made to discuss diabetes management with a health care professional.